Manufacturer narrative:
Evaluation summary: the light amount and the settings were as follows. - light amount: 3700lx. - d-range expansion: high. - shutter mode: low. The dimming and electronic shutter operations were normal, and the processor operation itself was normal. It is considered that the reason why the amount of light dropped to the level where the user points out the darkness after the lamp usage time was about 164 hours is due to the usage condition and the individual lamp. Therefore, it is determined that the darkness is due to normal lamp deterioration. Correction information: g6: follow up #1. H6: coding changed based on the investigation result. Additional information: h4: device manufacture date.

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model epk-i7010-us is available in the USA with a 510k number k182004. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
The lamp is dark in about 160 hours. This event occurred at the time of during use. There was no report of patient harm.